Event description:
In 2009, the patient reported that she received an e4 (occlusion) error on her infusion device. Her husband was then placed on the phone for troubleshooting. He stated that there appeared to be oxidation near the bottom of the piston rod. He stated that no insulin had been spilled in the cartridge compartment of the infusion device but the patient does place cold insulin cartridges in the device and the oxidation could have been caused by condensation. Due to frequent e4 errors the patient has been changing her infusion set every 1-2 days. Her current infusion set had been in use for 1 day. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.